Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and menorrhagia ('heavy cycles') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic discomfort ("horrible pelvic pressure"). The patient was treated with surgery (hysterectomy and novasure ablation). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and pelvic discomfort outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, menorrhagia and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and menorrhagia ('heavy cycles') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("horrible pelvic pressure"), arthralgia ("joint pain/ hip pain"), myalgia ("muscle pain"), vulvovaginal discomfort ("pressure like about to deliver a baby") and hypoaesthesia ("tip of finger goes numb/ numbness") and was found to have lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy, surgery and novasure ablation). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, pelvic discomfort, myalgia, vulvovaginal discomfort and lumbar puncture outcome was unknown and the menorrhagia, arthralgia and hypoaesthesia had resolved. The reporter considered abdominal pain lower, arthralgia, hypoaesthesia, lumbar puncture, menorrhagia, myalgia, pelvic discomfort and vulvovaginal discomfort to be related to essure. The reporter commented: all my symptoms are gone so far. The following information was received from social media numbness, joint pain, lumbar puncture , muscle pain, pain in hip and pressure in vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter was added, event joint pain, lumbar puncture , muscle pain, pain in hip and pressure in vagina was added. Fu 5 and 6 processed together. On 23-mar-2020: social media content received. Event added- numbness. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and menorrhagia ('heavy cycles') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("horrible pelvic pressure"), arthralgia ("joint pain/ hip pain"), myalgia ("muscle pain"), vulvovaginal discomfort ("pressure like about to deliver a baby") and hypoaesthesia ("tip of finger goes numb/ numbness") and was found to have lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy, surgery and novasure ablation). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, pelvic discomfort, myalgia, vulvovaginal discomfort and lumbar puncture outcome was unknown and the menorrhagia, arthralgia and hypoaesthesia had resolved. The reporter considered abdominal pain lower, arthralgia, hypoaesthesia, lumbar puncture, menorrhagia, myalgia, pelvic discomfort and vulvovaginal discomfort to be related to essure. The reporter commented: all my symptoms are gone so far the following information was received from social media numbness, joint pain, lumbar puncture , muscle pain, pain in hip and pressure in vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.